Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The reported issue was unable to be duplicated however the batteries in use at the time of the event were not available for testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.